Event description:
On (B)(6) 2005, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the programmer stopped powering on and the battery pack was replaced. After battery replacement, the programmer functioned, but on (B)(6) 2010, it was reported that the patient no longer experienced stimulation sensation even at maximum settings. Ipg will be explanted and replaced at a later date.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.